Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that vial stopper material contaminated a solution bag while using a vial-mate adapter. After reconstituting a 3.376mg vial of zosyn a small amount of stopper material entered the bag. The bags were not used. There was no patient involvement.